Event description:
It was observed during the device inspection, that the video system center could not turn on due to defective main board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 07/23/2024. Corrected fields: h6: (medical device problem code is being corrected to - "1476 - failure to power up"). Additional information added to field h6, and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to main board failure. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.